Event description:
It was reported that patient underwent a trauma procedure in (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to distal screws and nail fractures. During the revision, the proximal nail was removed easily. Fragments of the two distal screws remain in the patient. A tapered/conical affixus nail removal instrument was used to remove the remainder of the nail, but it would not screw in. As a result, there was a four hour delay to the procedure.

Manufacturer narrative:
This event was previously reported on medwatch report numbers 1825034-2013-00386 / 00387). Product was received after the initial reports were submitted, identifying the screws mentioned in the event description. Therefore, this report is being submitted to report the evaluation results and additional information received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Date implanted - the reported date of implantation was (B)(6) 2011; however, an exact date was not provided. Evaluation of the returned component found the failure mode to be a fast fracture. Information reported by the surgeon indicated "incorrect reduction in original surgery" a statement from the surgeon relayed "in hindsight, a thicker nail should have been used and stability would have been helped by reduction of the original fracture, to make the device loadsharing and not loadbearing". According to provided information in the complaint report, and the material analysis that stated that the screws show signs of metal fast fracture, the screws were overloaded due to the non anatomical reduction of the bone fracture. This created an unstable implant build, and finally led to the associated nail breaking by fatigue. (B)(4).